Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens with a -5.5 diopter was implanted into the patient's left eye (os). The lens was intraoperatively implanted, removed, and replaced for a shorter length lens due to excessive vault. Cause of the event was user error. Reportedly, "good vault, corneal edema is resolving. Patient is on track and progressing well. Icls are well positioned." Problem was resolved.

Manufacturer narrative:
Additional information: previous mdrs submitted are not applicable. Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Claim#: (B)(4).